Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 8 days (21jan2021 to 29jan2021 per the timestamp). A no external power alarm activated on 27jan2021 from 08:28 to 08:29 due to the rsoc voltage diminishing to 0v while the device was connected to a mobile power unit. The backup battery was able to provide power to the pump without any issue during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a no external power alarm on (B)(6) 2021 from 08:28 to 08:29 while the device was connected to a mobile power unit (mpu). This was consistent with mpu power cord disconnecting from the device itself or wall outlet.